Event description:
I had essure placed in (B)(6) 2009. Please note: that one essure broke on insertion and had to be removed and replaced. Since then, I experienced increasing chronic (often debilitating) pelvic pain, food sensitivities / allergies, irregular / heavy / absent periods, hair/dental changes, headaches, and possible sensitivities to metals. In order to remove the essure, I had to have a total laparoscopic hysterectomy on (B)(6) 2019.